Event description:
This (B)(6) male pt in the (B)(4) had a type iii endoleak at the conclusion of the deployment procedure on (B)(6) 2012. The pt was being treated for an aortoiliac aneurysm with a maximum aortic diameter of 5.8 cm. The proximal neck had a parallel shape with partial plaque/thrombus. Both iliac arteries had mild tortuosity, moderate calcification, and no occlusive disease. The patient received a main-body device, a right iliac leg, a left iliac leg and two left iliac leg extensions. A covered iliac stent was also placed in the right iliac artery prior to the procedure. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patient with no external compression, flow-limiting kinks, or thrombus. A type iii endoleak in the right iliac leg at the graft overlap joint was noted. No further info has been received since the deployment procedure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.